Manufacturer narrative:
Initial reporter phone #: unknown. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6076763. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the cap of bd vacutainer® serum 4ml blood collection tube gets loose with loss of vacuum, and the cap comes off even without pressure on it. No medical intervention or injury reported.